Event description:
It was reported that after a colorectal resection procedure, the surgeon completed the procedure without patient event using the device. Patient presented one week later with a leak. Surgeon then scoped the patient and identified that the staple line had dehisced and caused the patient to be septic. Surgeon feels that the device may or may not have contributed to the patient event. It is unknown if one device will be returned.

Event description:
It was reported that after a colorectal resection procedure, the surgeon completed the procedure without patient event using the device. Patient presented one week later with a leak. Surgeon then scoped the patient and identified that the staple line had dehisced and caused the patient to be septic. Surgeon feels that the device may or may not have contributed to the patient event. It is unknown if one device will be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.